Event description:
It was reported that a small volume folfusor leaked leaving a white powder around an unspecified cap on the device. This occurred before use. The device was filled with 3800mg of fluorouracil in 115ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 26, 2015 ¿ march 27, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.